Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that before an unk procedure, the customer noted that the trocar was missing the outer gasket (reductor). Another device was used to complete the case. There were no adverse consequences to the pt.